Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg test system (hcg stat) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial hcg stat result was <0.500 iu/l. On (B)(6) 2018 the repeat hcg stat result was 410.0 iu/l. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. The hcg stat reagent lot was 319814 with an expiration date of 31-jul-2019. Based on qc recovery, there was no indication of an issue with the reagent or the instrument. It was not known if rack adapters were used. A field engineering specialist checked the analyzer's sampling system. He performed performance testing with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.